Event description:
During preparation for a thrombectomy procedure, while loading a penumbra system 3max reperfusion catheter (3maxc) into a penumbra system ace 68 reperfusion catheter (ace68) on the back table, the 3maxc broke at the midshaft and remained stuck inside the ace68. The damage to the 3maxc occurred prior to use and, therefore, the 3maxc and ace68 were not used in the procedure. The procedure was completed using a new 3maxc and a new ace68.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #: 3005168196-2019-01255 MFR report: 1. Section b. Box 5. Describe event or problem. Results: the 3maxc was fractured approximately 14.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed the reported fracture. Evaluation revealed the 3maxc break occurred at the rhv and was reported to occur during advancement. This indicates this break was likely the result of a kink. Further evaluation revealed the 3maxc was advanced through the full length of the returned ace68 and the ace68 was ovalized on its distal shaft. This ovalization would have prevented the 3maxc from being advanced through the ace68; therefore, the ace68 ovalization was likely incidental to the reported event. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01871.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, while loading a penumbra system 3max reperfusion catheter (3maxc) into a penumbra system ace 68 reperfusion catheter (ace68) on the back table, the 3maxc broke at the midshaft. The damage to the 3maxc occurred prior to use and, therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc and the same ace68.